Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the customer claimed the bristles of the device fell out easily. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The reported failure was confirmed. The metal shaft at the tip of the brush was bent. The bristles were easy to fell out from the bent shaft. The exact cause was unknown; however, omsc assumed that excessive force applied to the tip may have caused the failure.